Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. No unexpected insulin flow blocked alarms was noted. The device was received with insulin flow blocked alarm functioning properly. The device was received with cracked retainer, minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2017 with blood glucose level of 958 mg/dl. The customer¿s current blood glucose was 171 mg/dl. The customer treated with shots. Customer was wearing the insulin pump at time of hospitalization. The drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Software version 3.18e device was not received in manufacture mode. Device power up properly after battery installation. Device received with operating currents within specifications. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery analysis test. No unexpected insulin flow blocked alarms noted. Device received with insulin flow blocked alarm functioning properly. Device received with cracked retainer, minor scratches on case and minor scratches on lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.